Event description:
The customer states that one pt serum sample generated an initial architect c8000 potassium assay result of 6.4 mmol/l. The result was higher than expected and the sample was retested and generated a value of 4.16 mmol/l. Upon troubleshooting, it was found that the sample generating the initial elevated result was preceded by a urine sample that had a potassium result of >10.0 mmol/l (actual = 94.5 mmol/l). The abbott customer technical advocate advised the customer to replace the sample probe in the event of carryover with the present probe. A service call was also initiated. The fiels service engineer increased the number of probe washes. The same sample sequence run was then repeated and the serum sample generated a result of 5.0 mmol/l. There is no impact to pt management reported.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) visited the customer site and resolved the issue by replacing the reagent syringe drive assembly in addition to replacing other parts, performing a system optimization and by performing preventive maintenance procedures. Subsequent instrument operations and test results were acceptable. There is no impact to patient management reported. The customer's issue is addressed in the architect system operations manual (ln 06e28-07;(B)(4) 2007), which provides relevant information, operational precautions and limitations (provides guidance and requirements for handling specimens), service and maintenance, subsection maintenance (provides the maintenance schedule and instructions for performing maintenance); troubleshooting and diagnostics, which includes probable causes and corrective actions applicable to the customer's issue under the observed problems: erratic results, poor precision and elevated concentration. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.